Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was unable to toggle between the alphanumeric and numeric keyboards on the touch screen. There was no impact to the customer's blood glucose levels. Customer continued to use the pump for insulin therapy.